Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence over a three-month period. It was determined that this was due to urethral atrophy. A surgical procedure was performed wherein a new cuff was placed in a different position. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.